Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels of 300 mg/dl. The patient believes that the bolus administration done with the diabetes manager delivered an incorrect amount. The patient was not able to lower her blood glucose values and went to hospital where she was treated with insulin via pen injections. She stayed at the hospital for two hours.